Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence, exact date occurred within the last two weeks. Evaluation summary: the device was returned for evaluation. The reported cuff miss was not confirmed, but the effects of the anterior cuff detaching from the needle tip appeared to the user as a needle to cuff miss. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an unspecified procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.